Event description:
A customer's family member reported receiving an error message on their precision xtra meter and as result of being unable to test, the customer blindly self-dosed with insulin and went into diabetic shock. Paramedics were called and treated her with shot of glucose. She also was transported to a local hospital where she stayed for a month. However, it is unknown what was the main reason for that hospitalization. There was no report of death or permanent impairment.

Manufacturer narrative:
This is an initial report. The product has been requested back for an investigation. The follow-up report will be sent when investigational results are available.